Manufacturer narrative:
(B)(4).

Event description:
The patient has a history of hyperlipidemia, hypertension, prior myocardial infarction and prior pci. Index procedure was prompted by stable angina. During the index procedure an endeavor sprint drug eluting stent and a non-medtronic stent were implanted in the lad. Approximately 32 months post the index procedure the patient suffered a stroke which was treated with stenting. The investigator indicated the stroke was not related to the study device. The outcome is reported as in remission.

Manufacturer narrative:
Medication was changed as part of the treatment for the previously reported stroke.